Event description:
During the initial attempt to insert the imt the surgeon encountered some difficulty getting the leading haptic into the bag. He aborted the attempt and pulled the imt back out. Shortly thereafter he tried again to insert the imt and it became apparent that the haptic was broken. The haptic was fully separated and partially extended out of the wound. The imt together with the haptic was removed. The second (backup) imt was prepared and successfully placed in the bag.